Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized in the intensive care unit with a low blood glucose (bg) level which resulted in a brain injury and coma. Bg value not provided. Cause was not known. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.